Manufacturer narrative:
Initial reporter address: full address of the facility is (B)(6). The subject device was received and evaluated . Device evaluation found the reported issue of error e315 was not reproduced. Service repair noted no water leakage was found during leakage detection. - endoscopic image inspection showed that image was normal at start up .no defect was found in the image during angulation and shaking the scope connector (s connector) found no issues. The metal contact pins of s-connector found free of defects . No fluid invasion was found on the s-connector. The device was kept running for observation for one day, during which the device was switched on and off, the angle was operated and the s-connector was shaken for many times, but no defect was found in the images. Review of device repair history noted the concerned product has been repaired twice in the past year. 1.repair history of this product: repair completed date: (B)(6) 2022. Fault detection: image was abnormal at start-up; after replacing the plug u, the image restored to normal. (Leak check label did not discolor.) -repair completed date: (B)(6) 2022. Fault detection: angle was insufficient and play issue occurred (this got adjusted during inspection). (Leak check label did not discolor and venting connector was not leaking.) Evaluation of the device found the reported issue was not reproduced during testing. Likely , the reported issue could be a "sporadical failure- failure cannot be confirmed but occurrence is likely". Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported with an error e315 (error-scope error ) found at preparation for use. The device was replaced and the intended procedure was competed using another device. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could neither be confirmed, nor reproduced. From the device inspection result, the following was noted: ·the suggested event was not reproduced. ·there was no leakage from the device. ·there was no abnormality of electrical contacts. ·there was no trace of water invasion of scope connector. ·the power of the device was on for one day, during which the device was switched on and off, the angle was operated and the scope connector was shaken for many times. However, abnormal image did not occur. Therefore, no further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.